Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, a vessel dissection occurred. The 100% stenosed lesion being treated was located in the severely tortuous, severely calcified distal right coronary artery (rca). The physician attempted to ablate the lesion using a 1.25mm rotablator rotalink plus burr, but was unsuccessful. During withdrawal the burr became stuck on the distal edge of a previously placed unknown size taxus liberte stent implanted in mid rca. The burr was unable to be withdrawn. The physician cut off the proximal portion of the rotalink plus coil shaft and removed the clear sheath. Then the physician loaded a unknown 4fr catheter onto the coil shaft and the stuck burr was retrieved from the patient. A vessel dissection was confirmed in the proximal to mid rca. Treatment was not performed. No further patient complications were reported and the patient's status is stable.